Event description:
I was giving an antibiotic over one hour. I thought I set the abbott plum a+ at 50 ml an hour with a volume infusion cut off at 50 ml. Ten minutes later, I heard the maching beeping. Thinking the pt bent her arm (anteubital IV access) I was shocked to walk into the room to find the infusion complete after ten minutes. The infusion rate was 550 ml an hour instead of the intended 50 ml. I did not report this because I was embarrassed. I also know several antibiotics (including the one I provided) can be given in much less time intravenously than what the hospital puts on the labels. The institution I work at has used these abbott plum a+ units for approximately two years now. I can recall several times where I had a double key or bounce situation occur with these units. I have always caught it in the past. This is a fast paced emergency department and time is precious. I learned my lesson. I will report this via the hospital channels.